Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. Customer was hospitalized with elevated blood glucose (bg) levels ranging between 170-383 mg/dl and diabetic ketoacidosis. Customer alleged that the pump was not delivering as intended. Customer received fluids, potassium, and an insulin drip to address bg level. Customer was released from the hospital on (B)(6) 2019 with no permanent damage. Reportedly, the customer declined further troubleshooting with tandem technical support.